Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue ¿ single was not confirmed via returned device analysis. The reported difficult or delayed positioning ¿ anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported difficult to open or close associated with a single gripper actuation issue and difficult or delayed positioning (anatomy) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) and long anterior leaflet for a mitraclip procedure. During the procedure, upon grasping the leaflets it was noticed that posterior gripper was unable to lower. Several attempts of troubleshooting were unsuccessful. The clip was caught in the ventricle while retraction. No damage was observed. The clip was removed from the anatomy. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.